Event description:
On (B)(6) 2009 the patient reported that the check button of his infusion device does not work each time when pressed. He discovered the issue over 5 months ago while trying to stop a prime. It has happened several times. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.